Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed atlas pta dilatation catheter was received for evaluation. During visual evaluation, several bends were observed throughout the inner product packaging. Kinks and breaks were noted throughout the plastic tubing. Kinks were also noted to the catheter shaft. No anomalies were noted to the luers, bifurcate or glue fillets. Functional testing was not done due to the nature of the device. During microscopic evaluation at 20x, multiple breaks were noted on the plastic tubing. Therefore the investigation is confirmed for the alleged packaging problem as several bends were observed throughout the inner product packaging during visual evaluation. One electronic photo was reviewed. The photo shows the outside packaging of the atlas device. The packaging is noted to be bent in multiple places along its length. Therefore, based on the photo review, the alleged packaging problem can be confirmed since the packaging is noted to be bent. Additionally, multiple breaks were noted on the plastic tubing during microscopic evaluation. A definitive root cause for the alleged packaging problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024), g3. H11: h6 (device, method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to an angioplasty procedure, the outer and inner product package was allegedly damaged. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Event description:
It was reported that prior to an angioplasty procedure, the outer and inner product package was allegedly damaged. There was no patient contact.